Event description:
(B)(4). I suffered severe adverse effects from essure myself but this adverse report is about my son. I exclusively breastfed him for 15 months. I was unsure if his health issues were related to me breastfeeding him while having essure so I've waited 1 year since he has stopped nursing. My son was born (B)(6) and I was implanted in (B)(6) 2013. While I was experiencing all my issues in (B)(6) 2013 my son had continuous ear infections until (B)(6) 2014. He also has had serious dental issues which required surgery. He has caps on all his teeth but 4. I had the same dental issues that had to be fixed after removal of essure. He had severe rashes/hives that medicines didn't help with. He constantly would vomit but drs didn't know why. He would cry nonstop like with a bellyache. He was very behind on vaccinations because he was constantly sick so I know he wasn't having an adverse reaction to any shots. He started having behavioral issues that I noticed weren't typical in (B)(6) 2014. He started banging his head on the floor, walls and throwing himself backwards. He hasn't had 1 ear infection since I stopped breastfeeding him in (B)(6) 2014. At the time I stopped breastfeeding he had a rash that initially got extremely worse but then cleared up in (B)(6) 2014. He hasn't had anymore rashes/hives outbreak since then. When I had my tubes/coils removed I broke out even worse than I had which the dr said was toxins coming out of my body. In many ways my son is a typical 2 year old but in other ways he's not. In (B)(6) 2015 he started having small seizure like episodes. I'm waiting now for him to be tested to confirm if in fact he is having seizures. He doesn't feel pain like others. He doesn't cry when he gets shots or falls. He has texture issues with food, clothes and floors. He can't drink regular milk but he's not lactose intolerant. If he drinks regular milk he becomes so constipated that he requires medical intervention with suppositories and other help. I took him to (B)(6). The therapist he was seeing said she had never seen a child so young react to different stimulations so severely as he did/does. I have started him with a physical/occupational therapist since then to try to help with different stimulations. He has no fear at all. He has been referred to (B)(6) by his pediatrician. His pediatrician suspects he may have autism but said he's never seen this kind of behavior with his level of intelligence. My son is developmentally the same as most 2 year olds. He walked, talked and hit all major milestones like other children. I will update this report once all evaluations are completed. From my own research I've found that nickel can cause neurological effects and pet fibers have endocrine disrupters that cause all different kinds of problems and both are carcinogenic. I have 2 other children that I breastfed that don't have any similar problems. No dental or behavioral problems at all. I have pictures of the rash my son did have. I don't have any lab reports as of now but I hope to soon. I do believe it's odd that he hasn't had a rash since I stopped breastfeeding him. I know as a mother, that the essure poisoned his body just as it did mine. I noticed the changes in my son but it never occurred to me that it was from the device implanted in me until I almost died from the "most safe and effective form of permanent birth control available"